Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The device was replaced with a new ipp system because the device was not working due to fluid loss. All components except the reservoir removed and discarded. Reservoir was drained and left in the patient. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.